Event description:
Intervention for non-maturing brachial-cephalic transposition av-fistula. Serial imaging of the fistula was performed revealing two parasite veins from the primary outflow cephalic vein. The smaller parasite vein was successfully embolized using two 8/4 tornado coils. Attention was then directed to the larger parasite vein. Two 10/4 tornado coils were successfully deployed. Serial angioplasty was performed through the cephalic vein to improve outflow. An 8 mm angioplasty balloon was inflated to occlude outflow and visualize the arterial anastomosis. Angiogram was performed and showed the two 10/4 coils had migrated out of the parasite vein. Fluoroscopic imaging showed the two coils at the right ventricle. Attempts to snare the coils were unsuccessful. Pt was admitted to inpatient for observation. A f/u chest radiograph was performed and showed the coils have migrated into a subsegmental pulmonary artery branch of the right lung. A second attempt to retrieve the coils was performed. The procedure was aborted after 30 minutes of fluoroscopic time. The pt was recovered with no chest pain or shortness of breath. Post procedure the pt was stable.

Manufacturer narrative:
(B)(4). Ref voluntary report (B)(4).the embolization coils will not be returned as they remain implanted. Quality control inspects for proper coil length, curl diameter, securement of end coil and distal welds. Instructions for use (IFU) are supplied with every device. The IFU lists the contraindications, warnings, precautions, and instructions to properly use the device. Additionally, the IFU contains the following warning: "positioning of embolization coils should be done with particular care. Coils should not be left too close to the inlets of arteries and should be intermeshed with previously placed coils if possible. A minimal but sufficient arterial blood flow should remain to hold the coils against the previously placed coils until a solid clot ensures permanent fixation. The purpose of these suggestions is to minimize the possibility of loose coils becoming dislodged and obstructing a normal and essential arterial channel." Additional information on vessel size and images were not available. The description of the event states that an 8mm balloon was inflated after coil placement. It is unk if the balloon was inflated near the coils and if there was any interaction between the three devices. Based upon the size of the balloon used (8mm) it would suggest that the embolization coils were properly sized for the vessel. Without additional information or images, we are unable to determine with certainty what led to this failure mode. The coils remain implanted at this time. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. Per the conclusion of quality engineering risk assessment, no risk mitigating action is necessary at this time.